Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined that the alleged infection and odor are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection and odor are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Device labeling, available in print and online, states: infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 07-apr-2020, the following information was reported to kci by the nurse: on (B)(6) 2020, v.a.c.® therapy was placed on hold allegedly due to a wound infection. On 08-apr-2020, the following information was reported to kci by the nurse: on (B)(6) 2020, the patient underwent sharp debridement. The patient's wound bed was noted as beefy red with cream colored slough and v.a.c.® therapy was held due to an infection. On 14-apr-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed due to odor and infection. V.a.c.® therapy was reapplied on (B)(6) 2020. On 16-apr-2020, the following information was reported to kci by the physician's assistant: on (B)(6) 2020, it was noted during an office visit that the patient was currently on an alternate dressing. The wound base was twenty percent cream colored slough with no odor to the wound. The results from the culture taken the previous week were not available. V.a.c.® therapy was resumed. On (B)(6) 2020, it was noted during an office visit that the wound base was twenty percent cream colored slough and scant odor from the wound was noted when v.a.c.® dressing was removed. No odor was noted after cleansing the wound. It was noted that a culture was taken last week and was positive for enterococcus. The patient was prescribed antibiotic therapy. On 12-may-2020, the following information was reported to kci by the physician's assistant: the home health noted an odor when changing the v.a.c.® dressing. The patient was already on antibiotics due to urinary issues. No other evidence of infection noted in the exam. V.a.c.® therapy was discontinued and cultures were obtained. Cultures came back positive for enterococcus faecalis and the patient was placed on a different antibiotic therapy. V.a.c.® therapy was resumed one week later, (B)(6) 2020. The patient continues to exhibit an odor at v.a.c.® dressing changes. Physician's assistant states that the issue is related to the v.a.c.® dressing and noted the product may have contributed to the event as the odor persists after treatment with antibiotics. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.